Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 47-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following initiation of support, hemolyzed laboratory values and red-colored urine were reported. The reported hemolysis is most plausibly related to patient-specific and hemodynamic factors associated with ami/cgs, including critical illness and underlying cardiac dysfunction. Hemolysis is a known risk described in the instructions for use (IFU) for impella support. The patient survived to explant.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: miwb/ hemolysis: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.